Event description:
It was reported on (B)(6) 2012 that a failure was observed on a unit that was in use on an extracorporeal membrane oxygenation (ECMO) patient. The unit shut down with the error message 5vtest on the screen. The customer attempted to power down and reboot but was unsuccessful. The customer swapped out the unit with a spare. The unit was tested on-site but the failure could not be duplicated. The unit was removed for repair. There were no reported adverse effects to the patient. (B)(4).

Manufacturer narrative:
This event was identified as being reportable during a retrospective review of complaint records as required by maquet's CAPA process. Due to the age of the complaint, follow-up will not be conducted and no further information is expected.